Event description:
It was reported that a patient underwent a removal of intracerebral hematoma, repair of cerebrospinal fluid leakage, and repair of skull on (B)(6) 2022 and suture was used for the incision. On the 11th day after the procedure, the patient had bleeding from the wound dressing on the head. During dressing change, some of the wound knots rupture, with poor healing, about 1cm long, and a small amount of bloody exudate. The doctor changed the dressing and sutured it again. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used in this procedure to handle the suture? How was the suture originally tied (multiple knots, square knot, etc.)? Did the wound dehis? If yes, what tissue dehisced? Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure. It was stated the ¿wound knots rupture¿. Did the knots untie post-op or did the suture knots break post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on what tissue was the suture used?: skin. How was the suture placed (interrupted or continuous)?: interrupted. What is the patient's current status?: good. Please describe any medical/surgical intervention required for this suture event including dates and results. Re-sutured when event was found. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used in this procedure to handle the suture? How was the suture originally tied (multiple knots, square knot, etc.)? Did the wound dehis? If yes, what tissue dehisced? Please describe the appearance of the suture during the second procedure. It was stated the ¿wound knots rupture¿. Did the knots untie post-op or did the suture knots break post-op? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Lot number? Surgeon¿s name?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/25/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was obtained: the product is used for interrupted skin suture of head incision.